Event description:
Customer reported that on (B)(6) 2014 at 11:00 a.m., she "passed out" as a result of being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. The loss of consciousness was presumed to be related to hypoglycemia so the customer was administered glucagon by her husband. Customer was taken to a local hospital where she was diagnosed with diabetic ketoacidosis (dka) and treated with oxygen and insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.